Event description:
Received information the patient was unable to adjust stimulation. The patient programmer displayed the "call your doctor" icon. Showed a power on reset condition. Additional information reports the manufacturer's representative met with the patient. The patient was around an electromagnetic field which caused the error message to register. Once the representative interrogated the device with the physician programmer the error was gone. During follow up the patient reported everything was good.

Manufacturer narrative:
(B)(4).